Event description:
It was reported that the patient presented in clinic following discomfort from inappropriate shock delivered by their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Device interrogation found that the rv lead exhibited noise oversensing which caused the inappropriate shock. The patient's rv lead was also noted to have increased pacing impedance, and their ICD was noted to exhibit capacitor charge time out. A chest x-ray was performed and discovered the distal portion of the rv coil to be fractured. Programming changes were made to disable high voltage therapy. The patient was stable.

Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator was explanted and replaced. The patient's right ventricular lead was capped and replaced on (B)(6) 2025. The patient was stable.